Event description:
It was reported they could not insert the extension lead into the battery on one side. It was noted that "something was internally blocking it". When a new battery was used it inserted without problems. There was no pt problem. Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).